Manufacturer narrative:
Approximate age of device ¿ 5 years 4 months 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient was experiencing low flow alarms. He reported flow is estimated, based on power. The log file captured flow in the range of 2.4 lpm scattered throughout the log on multiple days. During the time of these low flow events, patient was admitted for treatment of bacterium.

Manufacturer narrative:
The reported low flow alarms were confirmed via the log file data provided by the account. A direct correlation between pump and the reported infection could not be conclusively determined. The submitted log file contained data spanning from 12/12/2018 at 03:16:38 to 1/15/2019, per the timestamp. Transient low flow alarms were captured from 12/16 to 1/15, with numerous low flow alarms occurring on 12/28 and 1/14. These alarms occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured, and the device operated above the low speed limit without issue. A specific cause for the change in pump parameters could not be conclusively determined. It was reported that the low flow alarms occurred while the patient was admitted for treatment of bacterium. The patient remains ongoing on pump and no further events have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.